Event description:
One pt sample with discrepant tsh results. Initial result 80 uiu/ml. Second sample from same pt gave initial result of <0.1; repeat gave <0.002 uui/ml using different methodologies. The second sample was repeated by initial method gave 81.2 uiu/ml and with dilution gave 150.2 uiu/ml. If additional info is received, appropriate notification will be provided.